Manufacturer narrative:
An event of the valve migration was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be determined, but the post dilation may have contributed to the reported incident. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6: device code 4580 was removed.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The device was implanted at 2mm/3mm. There was no tension on the delivery system during deployment. A post implant dilation was performed with a 22mm non-abbott balloon. During the dilation, the valve moved 7mm above the native annulus. It was confirmed using balloon inflation that the coronary arteries were open after the valve migrated. Another 27mm valve was placed at 3mm with good result. Both coronary arteries were open post second valve implant. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.